Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) was unable to communicate with an electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. The reported problem (does not communicate with belt) was confirmed. As received, the monitor's electrode belt connector receptacle was broken from the case and unplugged from connector j1001 on the computer/analog board, preventing the monitor from communicating with an electrode belt. The root cause of the damaged connector receptacle was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the defective monitor.